Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the pump with no specific error stated. Upon triage on (B)(6) 2018 service found a burnt track.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the condition of "service technician finding burnt track during triage". Upon further investigation the reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2008 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.